Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having critical pump error on event date of 22-jul-2021. Device received with critical pump error after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, partially broken off retainer, cracked reservoir tube lip, cracked case at belt clip rail corner, cracked battery tube threads, corrosion on battery tube and scratched case. Device was cut open with corrosion on the force sensor assembly, corrosion on the motor assembly, corrosion on the lcd assembly, corrosion on pcba 1 and corrosion on pcba 2 noted during visual inspection of the electronics. Swapped with a test pcba 1 and the unit was able to boot up for downloading the history/traces. Successfully downloaded firmware using crest. The download history files and traces were successful using thus. Pump error 35 on event date of 07/22/2021 17:28:00.000. Device was confirmed for critical pump error and pump error 35 due to severe corrosion on the force sensor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had critical pump error with open book image. Customer stated that they performed safety checks and error was found. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.